Event description:
The account alleged that when the brakes were activated the head end brakes did not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.